Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number of surgicel used? Does the surgeon believe that ethicon product (surgicel) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (surgicel) used in this procedure? (B)(4).

Event description:
It was reported in a journal article entitled: "superselective microcoil embolization of the vasa recta of sigmoid artery for hemorrhaging after laparoscopic adnexectomy for corpus luteum hematoma with severe adhesion," authors: shohei iyoshi, wataru koike, akihiro takeda, citation: j. Obstet. Gynaecol. Res. 2018. Doi: 10.1111/jog.13689. The authors reported the successful management of hemorrhaging from the vasa recta of the sigmoid artery after laparoscopic adnexectomy for corpus luteum hematoma with severe adhesion by superselective microcoil embolization. A (B)(6) woman was referred because of the sudden onset of left lower abdominal pain. Corpus luteum hematoma was suspected and conservatively managed. Two days later, the abdominal symptoms had worsened and the patient was rushed to the hospital and an emergency gasless single-port laparoscopic surgery was performed. During the procedure, hemostasis was achieved by coagulation of the bleeding vessels, followed by spraying fibrin glue with the placement of surgicel oxidized cellulose cotton (ethicon) for bleeding oozing from the dissected surface. Two hours after surgery, the patient had sudden onset of hemodynamic instability and the emergency computed tomography scan showed significant extravasation of contrast medium from a small artery adjacent to the wall of the sigmoid colon, indicating bleeding from the vasa recta of the sigmoid artery. Management options included emergency angiographic intervention. The patient was discharged from the hospital and the subsequent course was uneventful. It was concluded that the superselective transcatheter arterial embolization (tae) may be a feasible and effective minimally invasive alternative for the management of secondary hemorrhaging from sites of unusual extravasation, such as the vasa recta of the sigmoid artery, after laparoscopic adnexectomy in patients strongly wishing to avoid exploratory laparotomy. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/8/2019. Corrected information: it was reported that this event is not reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: does the surgeon believe that ethicon product (surgicel) involved caused and/or contributed to the post-operative complications described in the article? No. Does the surgeon believe there was any deficiency with the ethicon product (surgicel) used in this procedure? No.